Event description:
It was reported that a large volume infusor leaked from the filling port. This occurred during filling with an unknown drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One device was received and evaluated against the reported condition of a leak. A visual and functional leak test were performed on the device. These testing methods were unable to verify the reported condition, as the device functioned within the desired product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device has been received and the evaluation is in progress. Upon completion of baxter's investigation, a supplemental report will be submitted.